Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a high temperature. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed the pump was in used condition. The customer's reported problem was verified by functional testing. The issue was caused by a broken main and control printed circuit board (pcb) assembly. At the customer's request, the product was returned to the customer without repair.